Manufacturer narrative:
H3: the catheter was returned and analysis identified a tear in the inside sealing surface of the sutureless connector (sc), near the guide ring which did not affect the functionality of the catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving morphine (25 mg/ml at 4.902 mg/day) via an implantable pump for unknown indications for use. It was reported that the patient reported experiencing withdrawal symptoms, nausea, vomiting, fever, chills, and pain on (B)(6) 2021. The patient had their pump replacement surgery for normal battery depletion on (B)(6) 2022 which may or may not have contributed to the issue. The link between the pump replacement and the symptoms of withdrawal was not possible to prove. No other external information of relevance was reported. On (B)(6) 2022, the patient¿s pump was interrogated and the logs were read. No issues were present with the pump. The patient went into the procedure room for a dye study. The catheter access port (cap) was successfully accessed. Upon injecting dye, it was noted that it pooled in the pocket behind the pump. The patient had surgery on (B)(6) 2022. Before the catheter was revised, the catheter did aspirate successfully. The pump segment of the catheter was replaced with a section of a 8784 catheter. When the pump was sutured down in place, the cap was once again aspirated and clear cerebrospinal fluid (csf) was obtained. The issue was resolved. The patient's weight and medical history were asked but unknown.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2022, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 05-may-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6), implanted: (B)(6) 2015, explanted: (B)(6) 2022. Product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information stated the cause of the dye pooling in the pocket behind the pump was not determined.